Event description:
During follow-up phone call made by baxter product surveillance it was discovered that the home patient developed peritonitis. In 05 baxter product surveillance contacted the nurse at the dialysis facility who indicated the patient was hospitalized for 31 days.at that time no further information was available. The nurse stated that while in the hospital the patient had their catheter removed and was transfered to hemodialysis. The nurse stated that the patient had cardiac problems and passed away 24 days later and cardiac arrest was the cause of death.